Manufacturer narrative:
The reported event of insulation damage was confirmed. As received a complete lead was returned cut in two pieces. Final analysis found multiple insulation cuts consistent with procedural damage. No other anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2023-13724. Related manufacturer reference number: 2017865-2023-13726. It was reported that the patient presented in clinic upon having a syncopal episode. It was found that the patient's right ventricular (rv) lead exhibited noise over-sensing resulting in noise reversion episodes, and also had episodes of capture failure. The patient then presented for lead extraction. During the procedure, the patient's atrial lead was noted to have sustained insulation damage. Both leads were extracted and replaced. During post-operation check the following day, it was found that new rv lead had dislodged. The new rv lead was then extracted and replaced as well. The patient was stable.